Event description:
End user sandy sirrs got her perfecto v last week and the unit ran ok for the first week but then started to act up this weekend. The light changed on the unit and then the alarm goes off.